Event description:
The service report shows the customer alleged that the volume was too low. The customer support engineer (cse) verified that the volume was out of specification and replaced the alarm assembly. Thisreport is not an admission by co that this device caused or contributed to the event alleged in this report.